Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). After predilating the lesion with a maverick balloon, the physician attempted to advance a 32x2.50mm taxus liberte stent delivery system (sds) through three previously placed non-bsc stents and was unsuccessful. The taxus liberte sds would not cross and was withdrawn; however the stent got caught on the distal end of the most proximal previously deployed stent and dislodged from the delivery balloon. The physician advanced another sds and crushed the dislodged stent up against the vessel wall. The lesion was post dilated and ivus confirmed that it was well apposed. The physician treated the distal rca with a 2.5x28mm non-bsc stent. There were no additional patient complications and the patient's current condition is listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).